Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on 08/22/2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred . Sensor was inserted on 08/16/2016, on the abdomen. It was reported that calibration was not performed after experiencing inaccuracies, and the patient did not enter the bg meter values into the cgm device promptly. No additional event or patient information is available. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Additionally: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. The receiver data log was reviewed on 08/252016. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined.